Manufacturer narrative:
The subject device was returned to olympus repair center. The evaluation could not reproduce the reported phenomenon. However, the evaluation at the repair center found cracks in the glue of bending section rubber, insufficient work of the switch3 on the control section and cracks on the video-connector of the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified surgical procedure, an error message (communication error) was displayed on the monitor, which was connected to the subject device through the video system center, and there was no endoscopic image of the subject device. The user facility replaced the subject device with a similar but another device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".